Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ax55b was positioned, the staples were falling out. Another instrument was used to complete the case. No adverse pt outcome.